Event description:
It was reported that pump screen appeared dark and would not turn on, and caller stated pump button remained extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to attempt specific button-pressing steps, which eventually turned on pump display, and then to continue using current pump and multiple daily injections, while technical support arranged for pump replacement and provided a supplier report because pump was no longer under warranty.